Event description:
It was reported that the unspecified bd infusion set experienced flow issues. The following information was provided by the initial reporter: as they were delivering chemotherapy drugs through a secondary line, the secondary bag emptied sooner than expected significantly sooner. There were no patient injuries/issues reported with these deliveries. There was patient involvement but no patient harm.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01aug2022. H6: investigation summary no product or photo was returned by the customer. The customer complaint that the secondary line and in both cases the secondary bag emptied sooner than expected could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd infusion set experienced flow issues. The following information was provided by the initial reporter: as they were delivering chemotherapy drugs through a secondary line, the secondary bag emptied sooner than expected significantly sooner. There were no patient injuries/issues reported with these deliveries. There was patient involvement but no patient harm."